Manufacturer narrative:
All available information was investigated, and the reported ci leak and crack was confirmed via returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints reported from this lot. All available information was investigated, and while the observed leak appears to be related to the crack, however, a cause for the reported leak at the account and crack cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat a mitral regurgitation (mr). Upon insertion of the clip delivery system (cds) into the steerable guide catheter (sgc), the sgc lost fluid column. The cds was pulled back and aspirated. Loss of fluid column was observed despite several insertion attempts of the cds. At this point, it was noted that the clip introducer had a crack. The clip introducer with introducer from a prior used clip delivery system and successfully completed case. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.